Event description:
It was reported that during a procedure, while reaming patients hip, offset reamer shaft snapped at hand piece end of offset reamer handle. No pieces fell inside the patient. All pieces were recovered. The device was removed from drill/reamer and procedure was completed using a straight r3 reamer handle. Surgery was not delayed. The patient was not harmed.

Manufacturer narrative:
The device, used in treatment was returned for evaluation. Visual inspection of the returned device confirms that the device is broken and has signs of wear and tear from use. The device was manufactured in 2013.as per clinical medical investigation, no pieces fell inside the patient and the procedure was completed using a straight r3 reamer handle. It was further reported that no additional information will be provided. Therefore, based on the provided information, no further assessment is warranted at this time.a review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident.a complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of risk management files and the instructions for use found that the reported failure was documented appropriately.the device is a reusable device that can be exposed to numerous surgeries and cleaning cycles. Probable causes that could contribute to the reported event, as reusable instruments are susceptible to damage from prolonged use and through misuse or rough handling. To avoid compromised performance or damage, it is recommended the device be inspected prior to and after each use and cleaning. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further actions are being taken at this time.